Event description:
The following has been reported: clinical engineering alerted that a vp pump did not deliver the correct flow rate. Additional info received: >31/10 - mtx hd protocol 50ml/hr from 0955 to 1140. Then 53 ml/hr from 1140-1000 (1/11/23). Total volume documented on bag was 1135 ml. On 1/11/23 - also ran 1l of nacl using hd mtx lymphoma library at 41.7 ml/hr for 24 hrs (50 ml overage removed from the bag with 5 mls left over when infusion time completed. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.